Manufacturer narrative:
D2b: pro code: dqy. Device evaluated by MFR: the athletis was returned for analysis. A visual examination identified that the balloon tightly folded which indicates that the balloon was not subjected to positive pressure. The rated burst pressure for this device is 27 atmospheres as per athletis specification. The returned device was attached to an encore inflation unit. The balloon was inflated to its rated burst pressure of 27 atm with no leaks or issues noted. A visual and tactile examination identified multiple shaft kinks. A visual and tactile examination identified no damage to the tip. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous and non-calcified vessel. A 10.0mm x 80mm x 75cm athletis pta balloon dilatation catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 10 atmospheres for 20 seconds. The device was deflated and was removed. No device fragments left inside the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
D2b: pro code: dqy.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous and non-calcified vessel. A 10.0mm x 80mm x 75cm athletis pta balloon dilatation catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 10 atmospheres for 20 seconds. The device was deflated and was removed. No device fragments left inside the patient. The procedure was completed with another of the same device. No patient complications were reported.